Manufacturer narrative:
One sample was received for quality evaluation. Visual inspection indicates that the luer adapter cracked. With the luer adapter being cracked. Leakage was identified coming from the crack in the luer. The customer complaint of leakage was confirmed. The investigation was forwarded to the manufacturing team and it was determined that the probable root cause was due to an over tightening or use of alcohol or antiseptic on the joining surfaces, and not allowing for the alcohol or antiseptic to dry before connection. This can cause cracks in the material. A device history record review for material# mz9265 and lot# 24119278 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15nov2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector had leakage. The following information was provided by the initial reporter: the connection started leaking as soon as the ivf and nahco3 infusion was started.